Event description:
Three patient samples were run on a dimension vista 500 instrument several times, and the total protein results were inconsistent. The results were flagged by the system's delta check as they did not match results previously obtained on samples from the same patients. The discordant results were not released to the physician(s). The samples were rerun prior to troubleshooting and resulted as expected. The first repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent total protein results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc evaluated the instrument data and recommended that the customer replace reagent probe 1 in order to prevent inconsistent results. The sample were repeated on the same instrument and resulted as expected prior to troubleshooting. The cause of the inconsistent total protein results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.